Event description:
Device failed in sterilization. No contact with patient. Sterilization integrator leaked ink onto the paper surface of the peel pouch in which it had been placed, thereby compromising sterility of packaging and necessitating reprocessing of instrument.please note: this is another in a series of similar failures. Note that there is a potential for patient harm if failure had not been recognized by sterilization technician.